Event description:
It was reported that on (B)(6) 2026, the continuous glucose monitor in use at the time (dexcom g7) was reporting low glucose readings when levels were in fact high, leading to hyperglycemia hospitalization. The patient noted that they treated the low blood glucose levels and subsequently developed symptoms including dizziness, vomiting, headache, and nausea, leading to a 24-hour hospitalization. The pod had been worn for approximately 24-36 hours at the time of the event. The patient was diagnosed with hyperglycemia, with blood glucose levels reported as high as 600 mg/dl upon hospital evaluation, and was treated with insulin therapy and serums. It was further noted that the skin at the infusion site on the abdomen exhibited some redness and swelling upon pod removal. The patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.